Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. Another reload was used and the same issue did occur. It was also reported that reloads had pre-fired. To exchange was done to complete the case. There was no patient injury.